Manufacturer narrative:
The insulin pump was received with no motor error alarm noted. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime/a33, no delivery and motor tests. The insulin pump has cracked case at the display window corner, minor scratched lcd window, broken reservoir tube lip and missing the end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during basal. The displacement verification passed . Customer's blood glucose level was 106 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.